Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The insulin pump had rebooted and had her rewind. During the prime process the insulin pump had stopped and the screen turned off. They changed the battery but it would not turn on. The customer¿s blood glucose level was 273 mg/dl. Troubleshooting was performed but the display did not return. The device was not bumped or dropped. The device had not been exposed to moisture. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.